Manufacturer narrative:
H4: the lot was manufactured between april 22, 2023 - april 23, 2023. H11: two actual devices were received for evaluation. Visual inspection was performed on all the samples and the reported issue of leakage was not easily identified by initial visual inspection of the samples. Functional testing of the returned actual samples was performed, and it was noted that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exact a mix 1000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.